Event description:
It was reported that shaft break occurred. A 3.00 x 8mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the stent mounted on the balloon catheter became stuck in the carrier tube. The balloon and stent broke off the system as it was being removed from the carrier tube. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 8mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the stent mounted on the balloon catheter became stuck in the carrier tube. The balloon and stent broke off the system as it was being removed from the carrier tube. No patient complications were reported. It was further reported that the target lesion was located in left anterior descending artery. It was noted that the stent came off the balloon while taking out of the loop and there was no break at the hub. The procedure was completed with another of the same device and the patient condition was normal.